Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that at implant, the right atrial lead showed noise on the analyzer. The device was removed and replaced. There were no patient complications reported as a result of this event.